Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.